Event description:
It was reported that during a bladder procedure the locking button was much harder than usual and it was difficult to be incorporated with the obturator and the cannula. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The h12lp instrument was returned with the orifices on the housing sleeve cracked and the housing cap out of position. However, no anomalies were noted with the locking tab of the olive button; it locked and unlocked on to the sleeve as intended. It could not be determined why the device reportedly malfunctioned. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.